Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported ¿sharp watchdog" alarms which were reproduced at power up. "Sharp watchdog¿ alarms were verified and found to be caused by a software anomaly. The processor printer circuit board was reprogrammed and the software was upgraded to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed a sharp watchdog error. There was no known patient injury or medical intervention associated with this event. No additional information is available.